Manufacturer narrative:
No product has been returned for investigation as no product malfunction alleged. Event was found during literature review. No root cause can be determined at this time. Literature review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery..."

Event description:
During literature review it was identified that between the dates of 12/2005 and 9/2011, a patient underwent an l4-l5 level anterior column realignment procedure with no reported complications. On an unknown date, the patient also underwent a posterior smith-peterson osteotomy and posterior spinal instrumentation fusion at l3-l5 levels. After posterior procedure, the patient developed right-sided l4 and l5 acute radiculopathy. CT scan found a medially directed breech of right l4 and left l5 pedicle screws. Revision procedure was completed during the same hospital stay, with resolution of symptoms. No information available about inter body implant used during the acr nor instrumentation products used during posterior procedure.